Manufacturer narrative:
Additional information: a4. Mean patient weight in lbs. B5. Additional information received from the physician/author stated that medtronic product did not cause or contribute to any of the deaths and was not directly related to any of the non-death adverse events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: rzucidlo j, et al. Long-term outcomes after transcatheter aortic valve replacement with minimal contrast in chronic kidney disease. Catheter cardiovasc interv. 2021 aug 1;98(2):319-327. Doi: 10.1002/ccd.29378. Epub 2020 nov 12. Earliest date of publish used for date of event. Medtronic products: accutrak delivery catheter system (PMA# p130021, product code npt), enveo r delivery catheter system (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the patient outcomes after transcatheter aortic valve replacement (tavr) with minimal contrast in chronic kidney disease. All data was retrospectively collected from a single center between september 2014 and january 2017. Of the 575 patients included in the study population (predominantly male; median age 82.5 years; 87.5% white), 417 underwent tavr with a medtronic transcatheter valve: corevalve (124) or evolut r (293). No unique device identifier numbers were provided. Among all patients, 73 deaths occurred prior to the four-year follow-up. No statement was made suggesting a causal or contributory relationship between medtronic product and the deaths. Among all patients, procedural and post-procedural adverse events included: femoral artery rupture; valve migration (dislodgement); need for valve-in-valve implantation; cardiac tamponade; unspecified heart block; mild to moderate paravalvular regurgitation; patient-prosthesis mismatch; permanent pacemaker implantation; peri-procedural stroke; cardiac arrest; major vascular complications; bleeding (life-threatening, disabling, or major). During a median follow-up of 840 days, 58 cases of unspecified structural valve deterioration were observed. Medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.